Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 70 year old male patient was implanted with a impella cp for support during a high risk cardiac procedure. It was reported that therapy was continued using a new pump. Additional information from the account was expected, and the team indicated the event would most likely be submitted to local authorities. No further details were available at the time of reporting.

Manufacturer narrative:
B3: updated event date. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the cause of the pump stop cannot be determined since product was not returned, logs are unavailable, and insufficient clinical details were provided.

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
The complainant reported that the pump should be available for investigation. The complainant also confirmed that a second pump was placed.